Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument to perform failure analysis. The instrument was analyzed and found to have one grip bent. Failure analysis found the damage near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. The functional clip test was not performed due to the clip grip damage. Additionally, the instrument was found to have dried residue around the clamping pulley cable groove.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not close completely to apply the clip to the tissue when the clip was inserted into the instrument. Use of the instrument was discontinued, and it was replaced with a back instrument. The user completed the procedure using the same system. No known impact or patient consequence was reported.